Event description:
Harmonic ace used during lavh case. Harmonic put together by scrub tech and tested. Harmonic #1 tested and passed test. Then proceeded to use during the case. Surgeon attempted to use then failed. No harm to pt. Circulator and scrub changed harmonic cord, and still did not work. Another harmonic ace opened. Second harmonic ace failed test. New harmonic machine brought into room and both harmonic ace's still did not work. Surgeon and rep notified.